Event description:
It was reported that right atrial (ra) lead exhibited undersensing. Low intrinsic amplitude was also observed. Further review was recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.